Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation ongoing.

Event description:
As reported by field clinical specialist (fcs), the commander delivery system balloon ruptured on deployment of the 26mm sapien 3 valve. The physician requested extra volume (+2cc) and it was believed full expansion was achieved before rupture. The team opened a second delivery system to assure full expansion and post dilated with no issue.  The balloon was fully inflated when it burst. No balloon aortic valvuloplasty (bav) was performed. Slow to medium inflation as used. There was no injury to the patient. The devices were removed through the esheath without difficulty. No images are available for return. The devices are not available for return.